Event description:
About six months prior to the date of this report, it was reported that stimulation was ¿way too strong¿ when the patient switched sides during the trial. Stimulation was all the way to 10v. It was stated that the manufacturer representative had forgotten to instruct the patient to turn down and off beforehand. A shocking or jolting sensation was reported. Two days later, it was stated the event occurred due to test lead migration out of the body. It was indicated that this may have caused stimulation outside the body and sub-therapeutic effects. The patient switched to the other lead. No intervention was needed. It was indicated the patient did better on the ¿other side¿ and they went on to the full implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).